Event description:
It was reported that the asymptomatic patient presented to clinic for a follow up. Post paced t wave oversening was observed via stored non sustained lead noise egm. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.